Manufacturer narrative:
Investigation: visual inspection: no visible defects or abnormalities of the valve. The sterile packaging shows some signs of the adjustment. Adjustability test: the valve is adjustable to all pressure settings. Brake function test: the brake function is given. Result: based on our investigation results, we cannot determine functional deviations or other abnormalities of the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. No further actions are required as a result of the complaint.

Event description:
It was reported that a progav 2.0 valve (#fx410t) was not adjustable before use. The surgeon attempted several times without any results. The product was returned to the manufacturer for examination still in sterile packaging.